Event description:
It was reported that during the hemorrhoidectomy the product has made incomplete punching. The surgery was delayed by 20-minutes. The surgery was completed successfully with no patient consequences.

Manufacturer narrative:
Pc- (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803.